Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump and tandem provided charging supplies were warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no reported adverse effect to the customer's blood glucose level. Reportedly the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery - not holding charge, issue was verified, but the hw: ac power charger-hot to touch, battery - hot to touch, and hw: usb cable-hot to touch, issues could not be verified. The information will be used for tracking and trending purposes.